Manufacturer narrative:
Device was used for treatment, not diagnosis. Although requested, additional information has not been received. The subject device is not expected to be returned to the synthes manufacturer for evaluation at this time as it is still implanted in the patient. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the radial head had loosened around the radial stem during a radial head replacement for elbow post-operative follow-up examination. This report is for one unknown radial stem implant. This report is 2 of 2 for (B)(4).